Event description:
It was reported that this event occurred in the intensive central op. The insertion was the subclavian vein. During insertion, when connecting the syringe to the needle, the cone of the needle broke. As a result, the needle was removed and the catheter was placed successfully. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the u.s. The 510k# provided is for a similar product that is sold in the u.s.